Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched, inspected the iabp and verified the problem. The fse inspected the helium circuit and found that the leak was coming from the helium fill manifold check valve. The fse ordered a check valve for the helium fill manifold and returned and replaced the part. After replacing, the fse pressurized the iabp with helium and let it sit for 30 minutes and did not see any helium loss. The fse then completed all diagnostic and performance tests. The fse completed the safety tests and let the iabp run for another hour. The fse did not see any helium loss during this time. The fse approved the iabp for clinical use and returned it to the customer.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was leaking helium. The circumstances of the event are unknown, however, no patient involvement and no adverse event have been reported.